Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. The customer has installed another display onto the unit in question. The unit worked. Product support asked customer to install the display in question on the other base to see if the problem travels. Product support gave customer the pn for the overlay and interface board . This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Investigation on this quality issue shows that the customer reported that the unit turns itself on. There was no patient involvement.